Event description:
Customer reported the system shut down while taking exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the system. No further info is available.